Event description:
It was reported that the Right Ventricular (RV) lead exhibited T-Wave Oversensing (TWOS)  post bi-ventricular pace. In addition, the Left Ventricular (LV) lead caused phrenic nerve stimulation. The RV lead was reprogrammed to tip to can to avoid further stimulation in the ring configuration. The RV lead and LV lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10:  Product ID DTPA2D4 (Serial: (b)(6); Product Type: 0236-CRT-D; Implant Date (b)(6) 2023. Product ID 4194 (LFG137890V); Product Type: 0269-LEAD-LV-LH; Implant Date (b)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.